Event description:
Per provider the sieve is saturated. Per the independent repair center statement there is alarming or red light. Additional malfunctions were pvd tubes, hose clamps manifold 8" tie wraps are all leaking.